Manufacturer narrative:
Additional information: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.

Event description:
It was reported that during the procedure, the cutter's internal mechanism stripped immediately upon use. The product spun freely ou tside, but would not cut under load. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.